Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, left ventricular (lv) lead capture threshold has been measuring high; last measured via capture management on (B)(6) 2016 at 3.250 at 1.50milliseconds. <(><<)>end> geo event description: it was questioned if this was normal battery depletion. It was noticed that the lv lead had high threshold values. (B)(4).

Event description:
It was reported that during use the left ventricular (lv) lead encountered high thresholds, and remains in use. No patient complications have been reported as a result of this event.